Event description:
The customer called for assistance in turning off the bg reminder. The customer then stated that she was hospitalized due to low blood glucose levels. The customer stated that she was ill with a virus yesterday, and doesn't feel that the hospitalization was insulin pump related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.